Event description:
A malfunction with the code "malf 0" was reported, and technical support assisted the customer in resetting the pump. The customer did not report whether their blood glucose level exceeded 500 mg/dl. After the reset, the malfunction code did not recur, and the customer was able to continue using the pump with instructions to call back if the issue reappeared.